Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade IV, rupture.

Event description:
Patient reported ¿rupture of the left device and capsular contracture IV on the left side, as well as severe pain in the chest and ribs, gastrointestinal problems with bowel pain, spells of dizziness, fatigue, brain fog, mood swings, poor sleep, and insomnia. ¿device gets twisted and has to be brought back into shape which causes severe pain¿ left side. Device remains implanted.

Event description:
Patient reported ¿rupture of the left device and capsular contracture IV on the left side, as well as severe pain in the chest and ribs, gastrointestinal problems with bowel pain, spells of dizziness, fatigue, brain fog, mood swings, poor sleep, and insomnia. ¿device gets twisted and has to be brought back into shape which causes severe pain¿ left side. Device remains implanted.